Event description:
Low blood glucose level with seizure[hypoglycaemic seizure]. Case description: a consumer reported that pt, who is mentally handicapped, was introduced to a novopen 3 (insulin delivery device), experienced decreased blood glucose level with seizures in 2002. The patient's family member stated that they prepare the device for pt by attaching the disposable needle and setting the dose, but that pt administers their own injections. On the morning of the event, the patient's blood glucose level was measured to 130 mg/dl. The family member prepared the injection and gave it to the patient to administer. Pt had to take two separate injections because there was not enough insulin in the cartridge. First 40 units were dialed and administered, then the cartridge was changed, and an additional 5 units were dialed for the pt to complete the dose. Shortly after the injections, the patient ate their normal breakfast. Later that morning, around 08:40, the patient's blood glucose level was 148 mg/dl. At 09:30 the patient received a flu shot at the physician's office. Two hours later, at 11:30, the patient began jerking and seizing without loosing consciousness. The family member called the emergency medical services (ems), but the patient was conscious and did not require transport to the hospital. Blood glucose was not measured at the time of the event. Prior to ems's arrival, the family member gave pt six oral glucose tablets and approximately 10 minutes later, the patient's blood glucose reading was 61 mg/dl. After two hours, pt's blood glucose went up to 120 mg/dl. The patient has a history of seizure and hypoglycaemia. There had been no change to the patient's diet, activity or health status prior to the event. The family member has not performed a function check on the device. The person declined to provide physician contact information. The patient has recovered from the event.